Event description:
It was reported that pump experienced malfunction with a repeated malfunction code related to momentary motor skip, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, but malfunction recurred, so pump replacement was arranged under warranty, customer was advised to contact healthcare provider for backup insulin therapy.